Manufacturer narrative:
Per the t:slim user guide: do not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted with a small level of ketones. The a1c value had increased from approximately 6 to 12 at its highest since starting use of the pump. Presently, the a1c was 10. The customer's more recent bg level was 427 mg/dl. To address the high bgs, the customer would change the supplies on the pump and a correction bolus would be delivered. If needed, an insulin injection would be used. The cause of the past occlusions could not be identified and as the customer had changed the supplies on the pump after the more recent occlusion, a system check to determine a possible cause was unable to be performed. Reportedly, the customer removes insulin from the cartridges and adds it to the insulin vial for future use. Tandem technical support advised the customer against this practice as it was outside of the pump labeling. The customer acknowledged the information. Since changing the supplies, the customer had not received another occlusion.